Event description:
It was reported that a home patient reused single-use supplies. This occurred during the prime phase of peritoneal dialysis therapy. During troubleshooting of an unrelated alarm, the home patient stated that they restarted therapy while remaining connected to the homechoice with the same supplies. The technical services representative assisted the patient to end therapy. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.